Manufacturer narrative:
This event occurred in (B)(6). The customer is not currently running many ise tests on the instrument. The customer performed an additional electrode activation and calibration was unsuccessful. The customer then performed electrode service and ise tube conditioning. Afterwards, the ise check results were acceptable. The customer then ran a patient sample 10 x for k+ and the results were reproducible. Following the maintenance activities, the customer had no further issues. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested with k+ electrode (k+) on a cobas integra 400 plus. The initial result was 7.26 mmol/l. The sample was repeated twice with results of 5.07 mmol/l and 3.71 mmol/l. No questionable results were reported outside of the laboratory. The k+ electrode lot number was 21500947. The expiration date was not provided. The k+ electrode had been replaced 3 weeks prior to this event.